Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause could not be identified. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that a patient had a refractive outcome of over two (2) diopters from target following an intraocular lens (iol) implant in the left eye in a cataract surgery. Additional information was received from the ophthalmologist who confirmed he will see the patient again next week and, if she does not complain about her vision, he will not perform any additional exam.